Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Customer reported a blood glucose level of 373 (mg/dl), and believes that it is related to the dinner that they just ate. Customer stated that they would administer an insulin pen correction to treat their bg level. It was reported that the customer had manual injections available for alternate insulin therapy.